Event description:
It was reported via repair work order that there was a brake malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the brakes would not engage electronically due to a damaged wire harness #2. This would result in caregiver annoyance since the electronic option would not be available; however, the brakes could still be controlled through the manual brake pedals on either side of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that there was a brake malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.